Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild "urinary hesitancy". The patient stated that she felt "a bubble of urine in her urethra after voiding" and that she had "to press down for the bubble to come out because if she doesn't remove the bubble she will leak when returning to normal activities." No intervention has been performed and the event was considered to be continuing as of (B)(6) 2015. There were no further patient complications as a result of this event.